Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism failed to retract while using the bd saf-t-intima¿ IV catheter safety system. There was no patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "the safety device locked and did not retract."

Event description:
It was reported that the safety mechanism failed to retract while using the bd saf-t-intima¿ IV catheter safety system. There was no patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "the safety device locked and did not retract.".

Manufacturer narrative:
H.6. Investigation: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.